Manufacturer narrative:
Block b3 date of event: exact date unknown. Event date was several months ago update to block d4 (serial number of lead).

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed multiple high impedances which resulted in inadequate pain relief. Device reprogramming was attempted, however, the issue did not resolve. Therefore, the patient underwent a revision procedure in which the scs lead was explanted, and two scs leads were implanted. The device was explanted without abnormal findings. The patient is doing well postoperatively.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed multiple high impedances which resulted in inadequate pain relief. Device reprogramming was attempted, however, the issue did not resolve. Therefore, the patient underwent a revision procedure in which the scs lead was explanted, and two scs leads were implanted. The device was explanted without abnormal findings. The patient is doing well postoperatively.

Manufacturer narrative:
Correction to emdr supplemental follow-up 1 block 10. Block b3 date of event: exact date unknown. Event date was several months ago update to block d4 (serial number of lead). Visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is near the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead became kinked after it exited the clik x anchor resulting in the reported complaint.

Event description:
It was reported that the patients spinal cord stimulation (scs) lead displayed multiple high impedances which resulted in inadequate pain relief. Device reprogramming was attempted, however, the issue did not resolve. Therefore, the patient underwent a revision procedure in which the scs lead was explanted, and two scs leads were implanted. The device was explanted without abnormal findings. The patient is doing well postoperatively.

Manufacturer narrative:
Block b3 date of event: exact date unknown. Event date was several months ago.